Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced about blank display. The customer¿s blood glucose was 179 mg/dl at the time of the incident. Troubleshooting was performed. Customer stated that the display was not blank less than 30 seconds. Customer states display is blank currently the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.